Event description:
It was reported that the explanting facility does not return explanted product due to hippa. The explanting facility reported that the devices have been discarded and will not be returned for analysis.

Event description:
On (B)(6) 2013, it was reported that the patient underwent a full revision surgery that day. It was reported that the hospital has issues with patient hippa and might not release the explanted products to the manufacturer for product analysis. The explanted lead and generator have not been returned to the manufacturer to date.

Event description:
It was reported that high lead impedance with dcdc=7 was detected on the patient¿s vns, so the patient was referred for generator and lead revision surgery. No trauma was reported at the site. The patient stopped feeling stimulation about one week prior and began experiencing an increase in seizures since that time below pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures. The neurologist believed the lead issue and increase in seizures were related. The patient¿s device was turned off on (B)(6) 2013 per manufacturing labeling recommendations when high impedance is observed. Attempts for the patient¿s programming/diagnostic history were not successful, as the patient was previously treated at another office previously where the records are not available. The patient thought the device was last tested in 2011. The patient had x-rays performed, but they will not be returned to the manufacturer for review. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Review of device history records. Review of lead manufacturing records confirmed that all quality tests were passed prior to distribution. Device failure is suspected and may have contributed to the patient's increased seizures.